Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to recognize ECG signal) was confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to the monitor's electrode belt receptacle. A pin inside of the connector was bent, causing the failure. The root cause for the bent pin was excessive force. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.